Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method insulin therapy.